Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that 3 bd insyte¿ IV catheter left the plastic part open to one side. The following information was provided by the initial reporter, translated from spanish to english: on (B)(6) 2022, the nursing assistant again reports defects in the catheter used for the application of a serum, the first one left the plastic part open to one side.

Event description:
It was reported by the customer that 3 bd insyte¿ IV catheter left the plastic part open to one side. The following information was provided by the initial reporter, translated from spanish to english: on october 20, 2022, the nursing assistant again reports defects in the catheter used for the application of a serum, the first one left the plastic part open to one side.

Manufacturer narrative:
A physical sample was not available for investigation but bd was provided with a photo of the issue for evaluation. A review of the device history record was performed for the reported lot, 2028250, and no quality issues were found during production. Our quality engineer reviewed the provided photo and observed that the needle had pierced through the catheter tubing near the catheter tip. However, the engineer could not identify any issues with the needle tip. Therefore, based off the provided photo the engineer was able to verify the reported defect of needle piercing through the catheter unfortunately, without a physical sample available for investigation a definitive root cause could not be determined. Based on the investigation to date, a probable cause for the defect could be related to the adjustment of the air blowing fittings in station 4, the fittings not being adjusted for the catheter length, and the vision system not being properly configured. However, it was determined that this could have occurred during the catheter placement process. If a misalignment occurred during the catheter being placed onto the needle it can pierce through the side. This commonly occurred neared the catheter tip. H3 other text : see h10.